Event description:
Teleflex medical customer service reported a facility alleges, the clips came out of the clip applier damaged, they did not close, so they could not be placed. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device has been requested for evaluation but has not been received. Should the device be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.